Event description:
When the product case was opened it was established that the proximal stent struts were uplifted. The product was not used in the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Please note that this device (lot 13075606) is distributed outside the united states: however, it is similar to the united states distributed product. Additional information will be submitted within 30 days of receipt.